Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on. The ventilator was returned to a third party service center for evaluation. The customer's complaint was confirmed. The device's power supply was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.